Event description:
It is reported that the device was implanted in 2005 and revised in 2009, due to pain. During the revision surgery, it was noted that the articular surface had significant pitting and wear marks.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. It is reported that the poly showed pitting on the articular surface and wear marks on the backside. Wear marks on the backside also appeared to be curved, rotating around a central point. Wear marks on poly could possibly be a result of micromotion of the poly to the baseplate or the presence of third body particles. Based on the available information, a definitive cause can not be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.